Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0kqw6, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reports the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2015 "questionable". The patient was still having concerns regarding their device or therapy but was working with their manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2015 "questionable".

Event description:
It was reported that the patient had a loss of therapeutic effect. She was reprogrammed in april by the representative and was told to increase after a couple of weeks if she doesn¿t experience improvement. The patient was now waiting to schedule another appointment with someone to check her programming. The patient reports a shocking or jolting sensation following some type of environmental exposure to a theft detector or security gate at multiple: (B)(6). Patient said (B)(6) was the worst. The device was turned on during exposure. The source of the exposure was from a security gate. It was noted that she was not informed of the compatibility guideline information before. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.